Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review has been initiated and upon completion, a supplemental report will be submit with the findings.

Event description:
It was reported that during use, the speed of balloon inflation and deflation on a fogarty catheter was too slow. Another product was used without further issue. There was no patient injury. Patient demographics were unknown.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw805f35 with a 3ml syringe. Balloon inflation testing was performed and back pressure was observed from the balloon inflation lumen indicating an occlusion. The balloon inflation lumen was found to be occluded with an unknown clear material at approximately 2.5cm from the catheter tip. Both the balloon and windings were intact. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency was observed from the catheter body. The unknown material was sent to chemistry for further analysis and upon completion, a supplemental report will be submit with the findings. The customer report of a balloon inflation issue was confirmed on evaluation; however, the balloon deflation issue could not be confirmed due to occlusion in the inflation lumen.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The unknown particle was sent to chemistry for evaluation. Ir spectrum of the unknown particulate was inconclusive. Spectroscopy analysis detected iodine, chloride and sodium. The detected elements are commonly used in the type of procedures for which the reported catheter is used. Iodine is typically found in contrast medium and sodium and chloride are components of normal saline. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.